Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a 33-year-old female patient who had essure (batch no. B11728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included asthma, chronic tonsillitis, anorexia and anorexia. In 2013, the patient experienced depression ("depression"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("persistant pelvic pain"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding") and vaginal infection ("infections/ vaginal infection."). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, menstrual disorder, vaginal infection, vaginal haemorrhage, menorrhagia, depression, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain had not resolved. The reporter considered depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-may-2018: pfs and medical record received: medically confirmed case. Reporter and patient demographics were added. Event ¿vaginal bleeding, menorrhagia, infection nos replaced with vaginal infection, depression, dysmenorrhea, dyspareunia¿ added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a 33-year-old female patient who had essure (batch no. B11728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included asthma, chronic tonsillitis, anorexia and anorexia. Concomitant products included nsaid's. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced depression ("depression"). On the same day, the patient experienced pelvic pain ("persistant pelvic pain"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6)2013, the patient experienced vaginal infection ("infections/ vaginal infection."), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, menstrual disorder, vaginal infection, vaginal haemorrhage, menorrhagia, depression, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain had not resolved. The reporter considered depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a 33-year-old female patient who had essure (batch no. B11728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included asthma, chronic tonsillitis, anorexia and anorexia. Concomitant products included eugynon (seasonale), medroxyprogesterone acetate (depo-provera) and nsaid's. In 2013, the patient experienced depression ("depression"). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("persistant pelvic pain"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2013, the patient experienced vaginal infection ("infections/ vaginal infection."), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding") and urinary tract infection ("uti."). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, menstrual disorder, vaginal infection, vaginal haemorrhage, menorrhagia, depression, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain and urinary tract infection had not resolved. The reporter considered depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received- new event urinary tract infection were added. Concomitant drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 33-year-old female patient who had essure (batch no. B11728) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included asthma, chronic tonsillitis, anorexia and anorexia. Concomitant products included ethinylestradiol;levonorgestrel (seasonale), medroxyprogesterone acetate (depo-provera) and nsaid's. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced depression ("depression"). On (B)(6) 2013, the patient experienced pelvic pain ("persistant pelvic pain"), vaginal hemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2013, the patient experienced vaginal infection ("infections/ vaginal infection."), dysmenorrhoea ("dysmenorrhea(cramping) and dyspareunia ("dyspareunia(painful sexual intercourse). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced menstrual disorder ("menstrual bleeding") and urinary tract infection ("uti."). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, menstrual disorder, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain, vaginal infection, vaginal hemorrhage, menorrhagia, depression and urinary tract infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal hemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatments for pain, bleeding and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: outcome of the events pelvic pain, infections/ vaginal infection, vaginal bleeding, menorrhagia and uti were updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 33-year-old female patient who had essure (batch no. B11728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included asthma, chronic tonsillitis, anorexia and anorexia. Concomitant products included ethinylestradiol;levonorgestrel (seasonale), medroxyprogesterone acetate (depo-provera) and nsaid's. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced depression ("depression"). On (B)(6) 2013, the patient experienced pelvic pain ("persistant pelvic pain"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2013, the patient experienced vaginal infection ("infections/ vaginal infection."), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced menstrual disorder ("menstrual bleeding") and urinary tract infection ("uti."). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, menstrual disorder, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain, vaginal infection, vaginal haemorrhage, menorrhagia, depression and urinary tract infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatments for pain, bleeding and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: outcome of the events pelvic pain, infections/ vaginal infection, vaginal bleeding, menorrhagia and uti were updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 33-year-old female patient who had essure (batch no. B11728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cervical pap smear abnormal (leep) in (B)(6) 2011 and loop electrosurgical excision procedure (metronidazole) in (B)(6) 2011. Previously administered products included for an unreported indication: metronidazole, fluconazole and dicyclomine. Concurrent conditions included asthma, chronic tonsillitis, anorexia and anorexia (abnl cervical pap). Concomitant products included ethinylestradiol;levonorgestrel (seasonale), medroxyprogesterone acetate (depo-provera) and nsaids. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced depression ("depression"). On (B)(6) 2013, the patient experienced pelvic pain ("persistant pelvic pain"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2013, the patient experienced vaginal infection ("infections/ vaginal infection."), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced menstrual disorder ("menstrual bleeding") and urinary tract infection ("uti."). Essure was removed on (B)(6) 2019. At the time of the report, the ectopic pregnancy with contraceptive device, menstrual disorder, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain, vaginal infection, vaginal haemorrhage, menorrhagia, depression and urinary tract infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatments for pain, bleeding and psych injury. Discrepancy noted date of implant are (B)(6) 2013, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 33-year-old female patient who had essure (batch no. B11728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cervical pap smear (leep) in (B)(6) 2011 and loop electrosurgical excision procedure (metronidazole) in (B)(6) 2011. Previously administered products included for an unreported indication: metronidazole, fluconazole and dicyclomine. Concurrent conditions included asthma, chronic tonsillitis, anorexia and anorexia (abnl cervical pap). Concomitant products included ethinylestradiol;levonorgestrel (seasonale), medroxyprogesterone acetate (depo-provera) and nsaids. In 2013, the patient experienced depression ("depression"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("persistant pelvic pain"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2013, the patient experienced vaginal infection ("infections/ vaginal infection."), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced menstrual disorder ("menstrual bleeding") and urinary tract infection ("uti."). Essure was removed on (B)(6) 2019. At the time of the report, the ectopic pregnancy with contraceptive device, menstrual disorder, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain, vaginal infection, vaginal haemorrhage, menorrhagia, depression and urinary tract infection had resolved. Pregnancy related information: retrospection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 33-year-old female patient who had essure (batch no. B11728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included asthma, chronic tonsillitis, anorexia and anorexia. Concomitant products included ethinylestradiol;levonorgestrel (seasonale), medroxyprogesterone acetate (depo-provera) and nsaid's. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced depression ("depression"). On (B)(6) 2013, the patient experienced pelvic pain ("persistant pelvic pain"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2013, the patient experienced vaginal infection ("infections/ vaginal infection."), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced menstrual disorder ("menstrual bleeding") and urinary tract infection ("uti."). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, menstrual disorder, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain, vaginal infection, vaginal haemorrhage, menorrhagia, depression and urinary tract infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered depression, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient received treatments for pain, bleeding and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: outcome of the events pelvic pain, infections/ vaginal infection, vaginal bleeding, menorrhagia and uti were updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding"), pelvic pain ("persistant pelvic pain") and infection ("infections"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device, menstrual disorder and infection outcome was unknown and the pelvic pain had not resolved. The reporter considered ectopic pregnancy with contraceptive device, infection, menstrual disorder and pelvic pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.